Event description:
During a colonoscopy procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. Prior to using the device, the user did not guide the clip into the outer sheath. The device was advanced through a colonoscope that has an accessory channel diameter of 3.7 mm, and the clip exited the outer sheath. At this time the clip detached in the open position. The clip was left to pass naturally. Post procedure the pt's condition was reported as good.